Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that customer is unable to get the air out of the syringe after inserting the needle into the cartridge. There was no reported adverse impact to the customer's blood glucose level. Reportedly, customer was able to successfully fill a cartridge.